Manufacturer narrative:
Approximate age of device ¿ 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient underwent a device exchange from an hmii to another manufacturer device. There was concern of thrombus outside the outflow graft with some "goo-like" substance inside the graft. The patient had abdominal pain and shortness of breath. The patient had an inr level of 1.8 at the time of the event with the goal inr being 2-3. It was reported that there was approximately 70% occlusion within the outflow cannula adjacent to the lvad pump and the distal end of the outflow cannula was patent. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event cannot be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.